Event description:
It was reported that after successfully fixating the right atrial (ra) leadless pacemaker, the delivery catheter was unable to enter tether mode. While attempting to redock the lp to the catheter, it prematurely released. The lp had good electrical values and remains implanted. The patient was in stable condition. The delivery catheter was inspected following the procedure and the tethers were unable to be aligned. The delivery catheter was suspected to be damaged.

Manufacturer narrative:
The reported events of resistance while going to tether mode, long tether mode and tether align failure, premature release, and suspected catheter damage were confirmed. A catheter was returned in one piece. A visual examination revealed the tether knob control was in aligned position, but the distal tether wires were misaligned. An x-ray examination revealed the tether wires at the transition zone were fractured and buckled. The cause of the reported event was due to the fractured and buckled tether wires in the transition zone consistent with procedural damage.